Event description:
A catheter inserted into the right hand without difficulties. The pt went for colonoscopy; procedure was uneventful. Pt was in the recovery area and when nurse was in the process of discontinuing the IV, the whole end of the catheter remained in the pt's hand. It was a clean break towards the hub/adapter end, no jagged edges were present. An x-ray was performed for verification and a cut down was performed to successfully retrieve the catheter fragment. The hospital's insurance carrier has advised them to hold onto the actual sample. The lot number was either 7046891 or 7026110.

Manufacturer narrative:
The actual device involved will not be returned for evaluation per hospital policy. Rep samples from reported lot numbers 7046891 and 7026110 will be returned for analysis. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.